Event description:
The guide wire was difficult to insert into the bone. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained guide wires show strong mechanical attack during use. The surfaces are strongly scratched and the shafts are badly deformed. Visible signs indicate mechanical mishandling during usage. The measurable dimensions are all within the specified tolerance. No product fault was found. The lot number is unknown therefore a review of the device history record could not be completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
The patient has a femoral trochanteric fracture. The guide wires were used on an elderly patient ((B)(6)) who has an inferior bone quality. It was not easy to insert the guide into the bone. Due to the bone being very hard, removal of the guide wire was difficult. Both guide wires used were new and the physician had problems with insertion and removal. Perhaps the machinery between the jacobs drill chuck and the blade might be out of gear. Please check the compatibility of the standard specification for this combination use.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. First and last name was corrected to (B)(6). (B)(4).